Event description:
Customer reports that this device has a leak. Additional information: during the service evaluation, it was observed that there was a hole in the reservoir due to thermal decomposition.

Manufacturer narrative:
Complaint #: (B)(4) received. The device was returned to the manufacturer and evaluated.